Event description:
It was reported to baxter (B) (4) that the reservoir of a basal/bolus infusor had ruptured during filling. The device was being filled with droperidol, buprenorphine hydrochloride and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional narrative: the device/sample has been received for evaluation, however, the evaluation has not yet been completed. Once the evaluation is completed and/or additional information becomes available, a follow-up report will be submitted. (B) (4)